Manufacturer narrative:
The unit was returned, but was not evaluated due to patient contact. The microtip was most likely disposed of. It is now procedure to send microtips with patient contact to lso for disinfection before being sent to tenex for evaluation. Since the unit was not evaluated it is not possible to determine an assignable cause for the microtip failure. Insufficient information for a complete investigation. The DHR for lot 00713-06 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 00713-06. A review of lot history showed that there were (B)(4) unit failures from this lot. This lot has a failure rate of(B)(4). No significant trend was observed.

Event description:
The audible sound of the cutting noise was not there. I tested the microtip on multiple cutting settings and there was no audible noise. Replaced with new trunk stock handpiece (noise stopped after 1:30 of cutting time).